Event description:
Since 1988, frequent outbreaks of skin reaction & hives to hand after wearing latex gloves. Symptoms progressed to wherever exposed skin was touched. Frequently experienced watery eyes, nasal congestion, wheezing, and bronchospasms until rptr was unable to work in 1996. Rptr was a chemotherapy nurse. Rptr suffered anaphylaxis in 1995-96.